Event description:
It was reported via repair work order that the power cord is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - parts on order.

Manufacturer narrative:
Follow-up submitted with update conclusion code as parts were received and the unit was repaired and returned to service.